Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 500 mg/dl. The customer reported that the insulin pump did not alarm with no reservoir detected. The customer reported that they completed the load reservoir process. The customer was advised to revert to back up plan. The device will be returned for analysis.